Event description:
It was reported that a pt underwent a bilateral reconstructive breast surgery procedure in 2008. The drain was placed along the edge of the right breast incision above the pectoralis muscle. The drain was "blocked or not working well" causing swelling of the patients right breast due to hematoma formation. On the day of the procedure, the patient had to under go a re-operation for removal and re-insertion of the drain

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the producct is received, any further info derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.